Event description:
Hcp explanted and returned the device to the MFR with a report of the pump not working. He said the dosages were off when the pt came in for refill. Numerous attempts to contact the hcp have been unanswered. A follow up report will be sent when additional info is received.